Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in pump shut down. The customer¿s blood glucose was displayed as high with trace ketone levels. Customer delivered a correction bolus via pump to address bg level, and continued to use the pump for insulin therapy.